Event description:
It was reported that the implantable neurostimulator (ins) was explanted. It was unclear if the patient experienced a loss of therapeutic effect with this ins or her previous ins. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-33, lot # va00l3u, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Supplemental information received reported that the patient was still having concerns with her device/therapy, but was working with her doctor or manufacturer representative. Appointment dates of (B)(6) 2013 were noted and that the device was explanted on (B)(6) 2013. It was noted that the patient's unit came out of the pocket. It was unclear whether it was the patient's previous device (please refer to mft. Report # 3004209178-2013-04834) or this device. If additional information is received, a supplemental report will be submitted.